Event description:
It was reported that a vegetative growth was found on the patient's heart. The system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.